Event description:
It was reported the hp052 was used during an unk procedure. It was reported by the rep that the handpiece (hp052) was continuously locking out and producing a solid tone. The hospital change disposable tips (lcsk5) and the solid tones continued. Opened another device to complete the case. There was no consequence to pt.